Manufacturer narrative:
H3,h6) a medtronic representative went to the site to test the equipment. No inaccuracies were found. No hardware was replaced and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. A4 patient information unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that once they placed the red dot and labeled the bodies, they received green values. When playing through the slices at t5, they would see a shift in the bodies. They attempted to register off a different body and again received green values but could see the shift. The other levels were also green but the shift was not noticeable. They took new anatomical plane (ap) and oblique images with marked the bodies and received green values again but still had a shift. They attempted to recalibrate the imaging system and did a new draw spine. They took new ap and oblique images and again received green values but saw the same shift in t5. After attempting to resolve the issue for about 25 minutes, they aborted the robot and placed the screws freehand. The computed tomography (CT) scan they used was 1.0 millimeter (mm) CT myelogram. There was less than an hour delay. No impact on patient outcome.

Manufacturer narrative:
Additional information was received that there was no inaccuracy and this was a registration issue. Due to this information, the complaint is no longer reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.